Event description:
During baxter's functionality testing, it was found that a spectrum pump had a 'system error 105'. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This identified 'system error 105' was confirmed and reproduced during eval. The error was caused by a failed motor assembly (flex). The failed motor assembly was replaced.